Event description:
Doctor indicated implants lost integration. Customer reported 9 failed implants for same patient for tooth #s: 13,14,15,23,24,25,32,42 & 44.

Event description:
Doctor indicated implants lost integration. Customer reported 9 failed implants for same patient for tooth #s: 13, 14, 15, 23, 24, 25, 32, 42 & 44.